Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor noticed vitrous leak after an intraocular lens (iol) implantation. The iol was removed and incision enlargement was required. Surgeon closed incision without implanting new lens and plans to refer the patient to a retina specialist.

Manufacturer narrative:
Corrected data: the following information was reported; but inadvertently not included in the initial MDR. The patient was reported to be fine now. The intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection revealed surface residuals (particles, fibers and ovd residues) on the lens which indicate that the unit was handled and prepared for surgical use. The lens was also observed with a large cut, which was most probably to make the (explant) removal process. No product damage related to the manufacturing process was observed on lens. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.